Event description:
In 2007 the patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Follow-up imaging taken the next day revealed a proximal type I endoleak. A re-intervention took place 3 days later and an additional gore tag thoracic endoprosthesis was placed at the proximal end of the previously implanted device. This resolved the endoleak. The patient was reported to be doing well. Imaging is not available to gore.

Manufacturer narrative:
The device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause.